Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a button her insulin pump. Customer's blood glucose is 164 mg/dl. It was really humid outside. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No frozen screen or button error alarm noted during testing. The device also was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4)